Manufacturer narrative:
(B)(4). Codes are being replaced due to sample being returned. The device was received for evaluation. Visual inspection showed no signs of blockage or physical abnormality. A functional flow test was performed; evidence of flow was observed at the distal luer. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Lot 14e021 was manufactured may 20, 2014 ¿ may 21, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. This occurred after filling. There was no patient involvement. No additional information is available.